Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No intervention/treatment provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 48mm diameter abdominal aortic aneurysm. It was reported that during a CT scan approximately 2 months post index procedure, the patient's left renal artery was noted to be covered and occluded by the endurant graft stent. The patient will be monitored with no further treatment. Per the physician, the cause of the event was due to user error. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Films review summary: the exact cause of the left renal artery occlusion could not be determined from the single returned film. The anatomy at implant is unknown, additional images during implant were not available, and the CT¿s showing the reported occluded left renal artery were not returned. A single returned still angiogram from an unknown study date revealed that an endurant bifurcate had been implanted with the proximal od stent graft markers aligned to (or slightly above) the lowest left renal artery. The left renal artery appeared patent, and no endoleak or any other issues were observed. The left renal artery occlusion reported 2 months post-implant was most likely caused by inaccurate placement of the bifurcate occuring at implant, and may have been user related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.